Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported the patient had died by hanging. No actions were taken. Etiology was noted as possibly related to the device or therapy and the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The etiology was updated to possibly related to the device/therapy and not related to implant procedure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The clinical diagnosis was updated to suicide which was stated to be related to the device/therapy and not related to the implant procedure. It was unknown if an autopsy was performed. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient experienced despair and numerous dyskinesias.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon further review, the patient code listed in evaluation codes is applicable. If information is provided in the future, a supplemental report will be issued.